Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endowrist vessel sealer for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned, or if additional information becomes available. Based on the information provided this complaint is being reported due to the following conclusion: allegedly the endowrist vessel sealer instrument failed to seal sufficiently during a vinci surgical procedure. While there was no harm or injury to the patient, recurrence of the alleged failure mode could likely cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci benign hysterectomy procedure, the endowrist vessel sealer failed to seal all the way through. The planned surgical procedure was completed with no patient injury, harm or adverse events were reported. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the customer and obtained more information regarding the reported event. The endowrist vessel sealer did work in the beginning of the procedure and then stopped sealing all the way through. It was noted that the instrument did seal at the tip, but not at the base. There were no error messages on the generator, or any audible beeps indicating the sealing was complete. As the surgeon continued with the procedure, he noticed that the vessel wasn't sealed completely and there was some bleeding; approximately 150 ml. The surgeon made the decision to switch to a maryland bipolar forceps to complete the planned procedure and confirmed no harm, or injury, or adverse event to the patient.